Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-13424. It was reported the pt had fallen twice since he was implanted with his scs system. Since his last fall the pt has experienced what he describes as a shocking sensation/pain near his ipg site which comes and goes. It was noted the shocking sensation/pain was positional, but consistent. The pt's ipg is located in his left flank area. The lead and ipg were viewed under fluoroscopy and no issues were found. Diagnostic testing confirmed all impedances were normal. The pt's physician feels the shocking sensation/pain could be related to a new nerve pain on the pt's upper left leg. CT scan was normal. Pt is receiving benefits of stimulation.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.